Event description:
It was reported that the patient with this right ventricular (rv) lead experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system, including this rv lead was explanted. No adverse patient effects were reported.